Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 2.0, lab: 1.5. Inratio: 2.5, lab: 2.0. Inratio: 3.5, lab: 2.5.

Manufacturer narrative:
Investigation pending.